Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that at the time of suturing, the suture needle broke. As a result, a needle from the hospital inventory was used to successfully complete the procedure. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report that the suture needle broke during use was confirmed. One broken suture needle was returned. The sample was microscopically examined. The needle broke 3 cm from the proximal end. No bends or anomalies were observed in the area of the break. There was no evidence of misuse. A device history record review was performed and did not reveal any manufacturing related issues. Since the suture needle is a purchased component, the probable cause of this issue is supplier related. Further investigation of this complaint issue has been initiated.